Event description:
The user facility reported they found water on the floor where the system 1e is located. Facility maintenance personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations, or property damage were reported.

Manufacturer narrative:
A steris technician inspected the unit and found a leak at the carbon filter housing bowl due to a pin hole in the bowl. The technician replaced the carbon filter bowl, tested the unit and confirmed it was operational. The unit is under steris service contract and preventive maintenance was completed on (B)(4) 2012, when no leaks were noted. Steris has determined this is an isolated event.